Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported hospitalization: initial or prolonged in which was marked incorrectly as this is product problem only as mentioned in previous report. Report source section was missing the previous report, in this correction report it is correctly marked as consumer. Type of report incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report.